Event description:
Additional information provided by the account: the device was not re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/07/2015.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the seal part and outer cannule disengaged from the proximal area upon inserting. Another used to continue the procedure. No patient harm. Operating time not extended. There was no tissue damage and nothing fell into the cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/26/2015.